Event description:
The customer contacted baxter's technical service center regarding an alarm which occurred on the homechoice (hc) during use. Home patient stated when the hc alarmed she disconnected the empty heater bag and connected the final bag to the heater line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter and the lot number is unknown, therefore no evaluation or batch review could be performed. All printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.